Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: k011028, k013227.

Event description:
It was reported that the implant at tooth site 2 showed signs of bone loss (mesial aspect) and a fractured platform. Post op and slight mobility #2. Under local anesthesia the implant was trephined and removed puros .5cc (68271) was packed into the implant socket, colloplug placed over graft 4-0 two figure eight sutures.

Event description:
It was reported that customer provided a reading of the complaint description on form and provided email address. She stated "it was reported that the implant at tooth site 2 showed signs of bone loss (mesial aspect) and a fractured platform. Post op soreness and slight mobility #2. Under local anesthesia the implant was trephined and removed puros .5cc (68271) was packed into the implant socket, colloplug placed over graft 4-0 chromate two figure eight sutures.

Manufacturer narrative:
One (1) impl tapered scr-v ha 4.7 mm 4.5mm 10mm (tsvwh10) was returned for investigation. Visual evaluation of the as returned product identified bone debris on external threads and exhibits damage possible from the being removed. Implant fractured at the collar. The reported event bone loss is a medical condition and cannot be verified with the information provided. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was moderate bone density (type ii), functional neurologic disorder. The reported device was located on tooth # 2 (universal) and was used for approximately 7 years, 7 days. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (63047055). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63047055) for similar events and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported events (bone loss & fracture implant) or product (tsvwh10). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did not occur for the reported event bone loss. However, device malfunction did occur, and the reported event implant fracture was confirmed. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.